Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fio2 is out of specification. The customer stated there was no patient associated with this event as this was discovered during testing.

Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a failed o2 blender, the regulator/relay balance was out of specification. During the inspection it was also found that the tca inspiratory pressure transducer was railed high.